Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: p2026850/222897527, ubd: , UDI#: (B)(4) device manufacturing date:2021-09-07 h6:img code g02005 for product ID: nim4cpb1. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that pre-op, nim patient interface would not connect with the console when a cable was connected. It does connect wireless, but not with a wire. User checked with another new patient interface and cable, had a very similar problem with the new patient interface. It was not connecting either, but it does recognize that a cable was plugged in, it just not connecting consistently. User was alerted visually for the new patient interface box, that when the cable was plugged in the system cycles trying to connect (swirling circle on the screen) but not connecting. There was no plug symbol when the cable was plugged into the patient interface box. The new box recognized the cable, but when the system was rebooted, it did the same thing. There was no patient involvement.

Manufacturer narrative:
H3: product analysis found that unit presented with updated software:(v1.4.3) and a broken eic pcba knob. H6:previously applied fdm b17, fdr c20, fdc d14 and img g02030 codes are no longer applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6) , ubd: , UDI#:(B)(4) h3:product analysis found that unit presented with updated software:(v1.4.3), worn fuse decal, broken enclosure standoffs, a defective afe pcba and wired connection failure due to a defective main pcba usb. H6:previously applied fdm b17, fdr c20 and fdc d14 codes are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.